Manufacturer narrative:
Batch review performed on 25-may-2022 lot 182108: (B)(4) items manufactured and released on 08-jun-2018. Expiration date: 2023-may-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a loose femoral component and the cause is unknown. The surgeon revised all components almost 3 years and 7 months after the primary. The surgery was completed successfully.